Event description:
On (B)(6) 2017, I performed my normal glucose test and noticed a distinct increase in the reported glucose level - well outside my "normal" range. I attributed that to high stress levels, etc., due to the recent death of my father and serious illness of another family member. As I normally do, I continued to test on a daily basis and continued to receive unusually high readings. On (B)(6) 2017, it occurred to me that these high readings seemed to correlate to when I began using a new lot of one touch ultra glucose test strips manufactured by lifescan europe. (B)(4), exp 10/31/2018, lot 4169906. This is the same brand I have been using since (B)(6) 2016. To test this idea, I first counted how many test strips I had remaining and correlated it back to the day ((B)(6) 2017) that I started using this new lot. I then decided to perform a re-test, using a more recent lot I just received of the same test strips - lot 4233589, exp 01/31/2019. I found that tests performed with the "defective" lot 4169906 remained high while the retest using lot 4233589 were within my expected "normal" range.